Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and the screen was frozen. They were watching the television when the issue occurred. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They did not receive an alarm or alert prior to the issue. They were advised to observe the time clock to verify if time advanced. The customer stated it did not change. The insulin pump was completely blank. They were advised to insert a new battery. The display was still frozen. The device will be replaced and returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No audio beep anomaly, vibration anomaly, constant tone alarm or frozen screen noted. Time advanced properly. Pump received with cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.